Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v567716, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had an implantable neurostimulator and lead removed 8 months prior to the report. An inch-long lead wire fragment remained in the patient. The lead wire was in the sacrum area. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.